Manufacturer narrative:
H2: see d10: the pump was investigated under another complaint that was reported in 3012307300-2020-02393.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a system advisory for a base task debilitated and "rebooting due to exception". The pump was administering calcium gluconate, and due to the reported issue, the patient did not receive the remaining infusion volume. Additional information revealed that the patient was critically ill and receiving vasopressin when the pump displayed two biomed errors causing the pump to stop. The infusion was stopped for a 30 second time frame each time causing a potential drop in blood pressure.